Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 27 mg/dl and the customer lost consciousness. Paramedics were called and a glucose shot and intravenous fluids were administered. Orange juice was consumed. The customer was not taken to the emergency room/hospital. The customer had been taking a medication for cushing's disease and a healthcare provider (hcp) stated that the medication may cause the bg level to run low. The hcp had adjusted the pump settings to accommodate for the low bg caused by the medication.